Manufacturer narrative:
The insulin pump was received with completely broken reservoir tube lip. Unable to perform basic occlusion test and occlusion test or verify motor error or no delivery alarm due to broken reservoir tube lip. However, pump was received with normal operating currents and passed unexpected error test, self-test, rewind test, displacement test, prime test and excessive no delivery test. Motor passed motor test. The pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and missing o-ring (reservoir tube). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of motor error alarm. The customer's blood glucose level was 20.0 mmol/l at the time of the incident. The customer reported the drive support cap to appear normal. The customer did not report motor position encoder error alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product was returned for analysis.